Event description:
It was reported that the patient underwent an l4-5 posterolateral spinal fusion, l4-5 posterior instrumentation using implantable hardware and right iliac crest graft supplemented with rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that patient had developed uncontrolled bone growth and nerve compression at or near where the rhbmp-2/acs was implanted. The patient experienced pain and radiculitis.

Event description:
It was reported that on (B)(6) 2005, patient presented with following pre-op diagnosis: severe spinal and foraminal stenosis at l4-5; degenerative disc disease l4-5; and underwent following procedure: l4-5 posterolateral fusion; l4-5 posterior instrumentation; right iliac crest graft supplemented with rhbmp-2/acs; emg stimulation. As perop-notes: ".. Compression was carried out and plugs were sheared off times four. Simultaneous to this, the autograft was tubulized in the bmp sponge and rolled up. It was then placed in the lateral gutters along with copious autograft spanning from l4 to l5 and the facets were impacted with cancellous bone chips.. Patient tolerated the procedure well.."

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.